Event description:
It was reported that the patient was unable to adjust stimulation and saw a "call your doctor" icon. The patient saw a power on reset (por) warning on her patient programmer. The patient was informed to have her health care provider (hcp) clear the warning. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3889-28, lot# v462933, implanted: (B)(6) 2010. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).